Event description:
It was reported that there was high impedance and oversensing. The patient received an inappropriate shock. It was also reported that x-ray confirmed a lead break near the anchoring sleeve. A new lead will be added soon. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.